Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional evaluation found no related issues, the device performed within expected parameters. Following this assessment we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes can include, leaks, kink and blockages in the vacuum circuit, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during a safety test performed in alloga it was confirmed that there was a leak and an obstruction.